Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed no visual abnormalities. No photographs or case imagery were provided for review. During functional testing, the delivery system was able to be fully inflated and no leakage was observed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. As the compliant was not confirmed, a compliant history review is not required. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. During the manufacturing process, the delivery system undergoes multiple 100% visual inspections and testing. The delivery system components undergo multiple 100% visual and dimensional inspections. Additionally, product verification is performed on a sampling plan basis. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not confirmed in the returned device. When the device was returned, visual inspection and functional testing performed by engineering revealed no issues of the reported leakage. A review of manufacturing mitigations supported that the device has proper inspection in place to detect issues related to the reported event. Based on the applicable DHR review and lot history review, there is no evidence to support a manufacturing non-conformance contributing to the complaint. As the complaint was not confirmed, a root cause is unable to be determined. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Edwards life sciences continues to investigate the reported event, and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), a 23mm sapien 3 valve was deployed in the aortic position by the transfemoral approach. During valve deployment, it was not possible to fully expand / inflate the delivery system balloon. Inflation was attempted again without success. Therefore, the commander delivery system was removed, and another balloon catheter was used to complete the valve expansion. No patient injury was reported. At the time of the report, the patient¿s outcome was good. As per medical opinion, the commander delivery system was ¿perforated somewhere¿ because blood was observed in the atrion inflator syringe. Information regarding the native annular diameter and degree of valvular calcification was not provided.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No photographs, video or case imagery were provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. As the compliant was not able to be confirmed, a compliant history review is not required. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. During the manufacturing process, the delivery system undergoes multiple 100% visual inspections and testing. The delivery system components undergo multiple 100% visual and dimensional inspections. Additionally, product verification is performed on a sampling plan basis. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed as neither the device or applicable imagery were provided for evaluation. Engineering was not able to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A review of the lot history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. Per the complaint description, there was blood found in the atrion inflation device due to damage incurred by the delivery system. As valve was able to be partially inflated, it is possible that there may have been a leak in the inflation or crimp balloon. However, since the type of leak or location of the leak was unable to be identified, this unable to be confirmed. Without applicable procedural imagery or patient anatomical information, there is insufficient information to determine a definitive root cause. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment is required at this time.